Event description:
On (B)(6) 2013, the reporter contacted animas and left a voicemail message, requesting a call back. The patient was in the hospital and will be taking him off of insulin pump therapy. Animas made 3 attempts to contact the patient back but was not successful. This complaint is being reported because there is a potential insulin delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.